Manufacturer narrative:
Concomitant medical products: product ID: bi71000475, serial/lot #: none. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The imaging system could not take 2d and 3d exposures. The mobile view station (mvs) interface cable was replaced. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system could not take 2d and 3d exposures. There was no patient involved.